Event description:
On (B)(6) 2012, the patient claimed she was at work and participated in a lot of activity and subsequently started to feel shaky, took glucose tablets, went out to her car, and fell. She was able to drive home safely and tested at 62 mg/dl. She then took another glucose tablet to bring her blood glucose reading back up to 90 mg/dl. At the time of concern, the animas pump has moisture within but there was no power issue. The patient refused to complete troubleshooting with the subject pump. The animas representative advised the patient to go to her backup plan and consult with her healthcare provider. This complaint is being reported because the patient allegedly developed symptoms suggestive of a hypoglycemia while on insulin pump therapy. It is not clear whether diabetes management, product malfunction, use error, or intentionally misuse attributed to the alleged incident. Hence, this complaint is being reported.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed power on resets recorded on the date of the complaint. On examination, there was visible corrosion in the battery compartment and a crack was noted in the battery compartment at the threads. On testing, a rewind, load and prime sequence was performed successfully without alarms. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was removed from the case and there was visible moisture inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.